Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device replacement procedure this right atrial (ra) lead was found to be fractured. No surgical intervention was performed on the lead and instead the lead was electrically deactivated. No adverse patient effects were reported. The lead remains implanted but electrically deactivated.